Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided a conclusive cause for the reported incomplete coaptation, single leaflet device attachment, cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment (slda), requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) of grade 4. Patient anatomy included a posterior flail. One clip was implanted without issue and the mr was reduced to grade 3. A second clip was implanted without issue. Prior to deployment, the mr was reduced to grade 1-2. After clip deployment, the mr increased back to grade 3 and a single leaflet device attachment (slda) was suspected. There was not a lot of clip movement, as usually noted with an slda, and it was suspected that the clip was attached to the posterior leaflet and the anterior leaflet chordae, with detachment from the anterior leaflet. A third clip was implanted to stabilize the detached clip and the mr was reduced to grade 1-2. No clinically significant delay was reported. No additional information was provided.